Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient was preoperatively diagnosed with cervical spondylosis and disk protrusion, c4-5, c5-6, and c6-7 and underwent the following procedures: anterior cervical discectomy, c4-c5, c5-c6 and c6-c7 with microsurgical decompression of spinal cord and nerve roots. Anterior cervical arthrodesis c4-c5, c5-c6 and c6-c7 with peek cages and bone morphogenic protein. Anterior cervical instrumentation, c4 through c7, with cervical plates and screws. As per op-notes" we sized the disc spaces and selected 5mm lordotic peek cages for both. These were filled with bone morphogenic protein sponge and placed under direct visualization into the interspaces. We placed a 5mm convex peek cage filled with bone morphogenic protein sponge. We then selected the instrumentation that being a 57.5 mm plate. This was placed over the anterior vertebral bodies and secured with 13 mm bone screws." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.